Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), neuromyopathy ('neuromuscular problems') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. D06935) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included autoimmune disorder and neuropathy. Concurrent conditions included bacterial vaginosis, vaginal discharge, vaginal itching, neoplasm, shooting pain, fingernail discoloration, psoriasis of scalp, weakness of arms, clonus, hyperreflexia (right arm and leg), blurred vision, difficulty focusing eyes, headache, balance disorder, gait disturbance, muscle weakness lower limb, ear pain, psoriasis facial, pain in hip, pain in extremity, fatigue aggravated, cyst, asthenia, muscle cramps, groin pain, paratubal cyst, inflammation, abdominal pain, per vaginal bleeding, urinary tract infection, blood in urine, burning micturition, flank pain, dysuria, hematuria, bladder infection and increased urinary frequency. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), neuromyopathy (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant) and allergy to metals ("nickel sensitivity"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy and ovarian preservation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, neuromyopathy, autoimmune disorder and allergy to metals outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, neuromyopathy and pelvic pain to be related to essure. The reporter commented: there were 3 coils visualized at the proximal tube on the patient's left and 2 coils visualized at the proximal tube on the patient's right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: successful occlusion of bilateral fallopian tubes.. ¿concerning the injuries reported in this case, the following one were described in patient¿s medical records: pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020: mr received. Lot number newly added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), neuromyopathy ('neuromuscular problems') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included autoimmune disorder. Concurrent conditions included bacterial vaginosis, vaginal discharge, vaginal itching, neoplasm, shooting pain, fingernail discoloration, psoriasis of scalp, weakness of arms, clonus, hyperreflexia (right arm and leg), blurred vision, difficulty focusing eyes, headache, balance disorder, gait disturbance, muscle weakness lower limb, ear pain, psoriasis facial, pain in hip, pain in extremity, fatigue aggravated, cyst, asthenia, muscle cramps, groin pain, paratubal cyst, inflammation, abdominal pain, per vaginal bleeding, urinary tract infection, blood in urine, burning micturition, flank pain, dysuria, hematuria, bladder infection and increased urinary frequency. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), neuromyopathy (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant) and allergy to metals ("nickel sensitivity"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy and ovarian preservation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, neuromyopathy, autoimmune disorder and allergy to metals outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, neuromyopathy and pelvic pain to be related to essure. The reporter commented: there were 3 coils visualized at the proximal tube on the patient's left and 2 coils visualized at the proximal tube on the patient's right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: successful occlusion of bilateral fallopian tubes.. ¿concerning the injuries reported in this case, the following one were described in patient¿s medical records: pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2019: quality safety evaluation of ptc(product technical complaint). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), neuromyopathy ('neuromuscular problems') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. D06935) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included autoimmune disorder and neuropathy. Concurrent conditions included bacterial vaginosis, vaginal discharge, vaginal itching, neoplasm, shooting pain, fingernail discoloration, psoriasis of scalp, weakness of arms, clonus, hyperreflexia (right arm and leg), blurred vision, difficulty focusing eyes, headache, balance disorder, gait disturbance, muscle weakness lower limb, ear pain, psoriasis facial, pain in hip, pain in extremity, fatigue aggravated, cyst, asthenia, muscle cramps, groin pain, paratubal cyst, inflammation, abdominal pain, per vaginal bleeding, urinary tract infection, blood in urine, burning micturition, flank pain, dysuria, hematuria, bladder infection and increased urinary frequency. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), neuromyopathy (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant) and allergy to metals ("nickel sensitivity"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy and ovarian preservation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, neuromyopathy, autoimmune disorder and allergy to metals outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, neuromyopathy and pelvic pain to be related to essure. The reporter commented: there were 3 coils visualized at the proximal tube on the patient's left and 2 coils visualized at the proximal tube on the patient's right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: successful occlusion of bilateral fallopian tubes. ¿concerning the injuries reported in this case, the following one were described in patient¿s medical records: pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), neuromyopathy ('neuromuscular problems') and autoimmune disorder ('autoimmune-like symptoms') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included autoimmune disorder. Concurrent conditions included bacterial vaginosis, vaginal discharge, vaginal itching, neoplasm, shooting pain, fingernail discoloration, psoriasis of scalp, weakness of arms, clonus, hyperreflexia (right arm and leg), blurred vision, difficulty focusing eyes, headache, balance disorder, gait disturbance, muscle weakness lower limb, ear pain, psoriasis facial, pain in hip, pain in extremity, fatigue aggravated, cyst, asthenia, muscle cramps, groin pain, paratubal cyst, inflammation, abdominal pain, per vaginal bleeding, urinary tract infection, blood in urine, burning micturition, flank pain, dysuria, hematuria, bladder infection and increased urinary frequency. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel sensitivity"), neuromyopathy (seriousness criterion medically significant) and autoimmune disorder (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy and ovarian preservation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, allergy to metals, neuromyopathy and autoimmune disorder outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, neuromyopathy and pelvic pain to be related to essure. The reporter commented: there were 3 coils visualized at the proximal tube on the patient's left and 2 coils visualized at the proximal tube on the patient's right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: successful occlusion of bilateral fallopian tubes. ¿concerning the injuries reported in this case, the following one were described in patient¿s medical records: pelvic pain". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.